Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the on/off button on the cardioplegia roller pump would not work at the end of the case. The device was not changed out, as they finished the case with the suspect pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: toward the end of cpb and during later doses of cardioplegia, it was observed that the on/off control of the cardioplegia roller pump was not functional. The perfusionist (ccp) was able to use the pump (stop flow) by simply turning the speed knob to zero. The ccp also mentioned that if needed, he could have simply raised the cover of the pump to stop flow. This issue had no affect on the ability to deliver cardioplegia per pt and procedure requirements. There was no delay in the procedure and the case was completed successfully without loss of blood (associated with this issue). Ther was no harm observed or reported.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-01153. The user facility's biomedical engineer (biomed) will be replacing the roller pump display. There will be no parts returned to the MFR. The field service rep (fsr) was unable to duplicate or verify complaint although the start/stop membrane switch felt different (when depressed).